Event description:
Thread is missing from lag screw. This event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results indicate that the item had no thread for the connection with the lag screw driver. Corrective action has been implemented.